Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm in diameter abdominal aortic aneurysm. Vessel morphology described as severely tortuous. Proximal neck length was 1 cm; neck diameter was 20-21 mm. It was reported that a type I or IV endoleak (blushing) was observed during the evar. An endoleak was confirmed and an endurant cuff was successfully implanted; however, the leak was still present. The physician thought it was type ia endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) (lack of information, cause of event is unknown). Evaluation, conclusions: (B)(4) (lack of information, cause of event is unknown) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.